Event description:
As reported by the sales rep per the user facility: safety clip did not activate. Needlestick injury to nurse. Occurred in the labor & delivery department. Facility protocol followed for needlestick injury. Additional info provided by the facility indicated the nurse is fine and all protocol bloodwork testing is negative. The sample was discarded and the lot number and item number remain unknown.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated, and a lot number and item number were not reported. With out the sample or a lot and item number, a thorough eval could not be performed. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual manufacturer, b. Braun medical industries.